Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. As received, the monitor failed incoming testing. Upon eval, the case was cracked and separated and the red high voltage wire was cut from the auxiliary board. The cause of the check te messages and test failure is the damaged red high voltage wire. The damaged wire is a result of the damaged and separated case. The root cause of the damaged case cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wire. The pt received a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report check therapy pad messages. The problem was isolated to the monitor and the pt was issued a replacement monitor.